Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va12jzq); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's registration information showed that the patient has had three leads at different points in time with one being explanted. Provider stated they assumed that something went wrong and they had to explant one of the leads. They stated that they have a report from 2018 for the placement of the third lead but it doesn't have any information about the explant of a lead. No symptoms were reported.